Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to septic shock secondary to skin and soft tissue infection. There were no additional adverse patient effects reported. All available information indicates that the ra lead was capped.

Event description:
It was reported that this patient passed away on (B)(6) 2024, due to septic shock secondary to skin and soft tissue infection. Contributing conditions included advanced stage mycosis fungoides stage iib in left leg inguinal groin, acute hypoxic respiratory failure due to right pneumothorax, heart failure with reduced ejection fraction and acute kidney injury. The pacemaker system was returned to boston scientific. Any relationship between the patient's soft tissue infection, subsequent death and the device system is unclear, and additional information is being requested.

Manufacturer narrative:
Please refer to section b5 for the corrected event description.